Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Corrected d4 lot #   a flexible silicone drill driver was returned and evaluated against the complaint. Visual inspection found the silicone sleeve to be torn near the head exposing a portion of the wired shaft. A crack also runs down the sleeve. The exposed wire shaft is fractured but remains intact. Wear rings, nicks, and scuffing are present around both metal ends of the driver. Review of the device history records identified no (related) deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a flexible silicone drill driver broke. Attempts have been made and additional information on the reported event is unavailable at this time.